Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported that a symptomatic patient was presented in the emergency room after vt/vf episodes. The device failed to deliver therapy due to post-paced t-wave oversensing. Monitoring patient¿s morning routine and medications was suggested. Programming changes and dft were recommended.